Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated and high thresholds on the right ventricular (rv) lead. This lead was capped and replaced. The right atrial (ra) lead was capped and replaced due to occlusion of patient's left subclavian venous anatomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that noise was also noted on the right atrial (ra) and right ventricular (rv) lead.